Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient felt a jolt in their pelvic floor that scared the patient. Additionally, the caller noted that the patient no longer felt comfortable using the patient programmer (pp), but the patient has had good reduction of target symptoms from therapy. The patient was reported to have had a titanium cage in their spine prior to ins implant and the patient was concerned that the metal cage could be the cause of the sudden jolt they felt. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) indicated that the cause of the jolt was not determined and no interventions are being taken at the time of this report. The patient's healthcare provider (hcp) is aware and the titanium cage was discussed as not contraindicated with the patient's implanted stimulator and the issue has not occurred again. There were no further complication reported or anticipated.